Manufacturer narrative:
(B)(4). Investigation: a device history record review was performed for provided lot number 190702 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not available for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. The retained samples were examined and no defects were observed. Based on the investigation results an exact cause for this reported incident could not be determined.

Event description:
It was reported that bd¿ 20 ml syringe with needle leaked during use. The following information was provided by the initial reporter: when preparing to dispense liquid for the infusion pump, it was found that the product leaked.